Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for cutter insertion and lock operation. It was noted that the bearings were damaged, the extension sleeve was damaged and the ball bearings had fallen apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from faulty construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the device was further evaluated. Reliability engineering evaluated the device and determined that the reported condition of the device becoming unusually warm (heat) was not confirmed. However an assessment was performed which found that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings due to normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.